Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the camera cart would cut in and out showing a dark screen. The manufacturer representative stated that this issue occurred 2-3 times in the case and the display would return without any user input. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. The logs were reviewed and provided no indication that a software anomaly contributed to the reported behavior. Logs showed that the software was communicating with the camera successfully. (B)(4). If information is provided in the future, a supplemental report will be issued.